Event description:
Baxter reported 1 incident of the solution bag becoming disconnected from the supply line of the homechoice set during setup. Reportedly, the spike/port connection is made via uf flash. The incident occurred during initial use of the homechoice set. No pt injury or medical intervention was assoicated with this incident, per baxter.